Event description:
The surgeon attempted to implant a silicone three piece lens but it became stuck in the cartridge and the injector jammed. There was no pt contact. The contact did not provide the model and lot numbers of the cartridge and injector used.

Manufacturer narrative:
Eval results: visual inspection of the product found the whole injection system returned and it was found that the lens was caught in the cartridge. Conclusion: based on the complaint history and the eval of the returned product, a specific root cause of the event could not be determined.